Manufacturer narrative:
Device received with stuck motor error alarm loop during bolus delivery due to faulty force sensor resistor. The motor was tested outside the device and passed. Device passed displacement test, rewind test, basic occlusion test and prime or a33 test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they got series of screen but no number appeared on screen and stuck on fill tubing. The customer¿s blood glucose was 300 mg/dl at the time of the incident. Customer stated that the insulin pump was stuck on fill tubing and nothing happens when she presses buttons. The device will be returned for analysis.